Event description:
It was reported that the patient experienced scarring at the pod infusion site (abdomen) while wearing the pod between 4 and 24 hours. It was not reported how long the patient had had this scarring. In addition, is was reported that the pod had been leaking during wear and their blood glucose levels had reached 330 mg/dl. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin scarring. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.2, cgm sensor type: data not available, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.